Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device delivering energy. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device delivering energy. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The cause of the reported issue was isolated to the system pcb. Stryker replaced the system pcb to resolve the issue, and in addition, the battery pins were replaced as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer.